Event description:
During the incoming inspection of the thermogard hq console (sn (B)(6) at the azm warehouse, zoll tech service personnel noticed that one (blue line) of the cables labelled p22 was pulled inside. Also, one (brown, 6) of the cables labelled p21 was pulled inside. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The thermogard hq console is under investigation at zoll. A follow-up report will be submitted upon completion of the investigation.

Event description:
During the incoming inspection of the thermogard hq console (sn (B)(6) at the azm warehouse, zoll technical service personnel noticed that one of the cables labeled p22 (blue line) had been pulled inside. Also, one brown cable (6) labeled j21 was pulled inside. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was updated. During the incoming inspection of the thermogard hq console (sn (B)(6) at the azm warehouse, zoll technical service personnel noticed that one of the cables labeled p22 (blue line) had been pulled inside. Also, one brown cable (6) labeled j21 was pulled inside. The p22 connector was replaced, and the wiring on the j21 connector was seated correctly to address the observed problem. Following the replacement, the thermogard hq console passed the final test without issue.